Manufacturer narrative:
This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. All associated accu-chek flexlink plus complaints will be verified. Further investigations are ongoing within an assigned taskforce.

Event description:
The patient reported experiencing elevated blood glucose of over 600 mg/dl due to bent infusion set cannulas. His normal blood glucose range is 70-120 mg/dl. He stated the infusion sets had been in use for 1 day. The patient inserted the headsets manually. The patient did not require treatment from a health care professional or second party to address the issue. Product was requested to be returned for evaluation.